Manufacturer narrative:
(B)(4).

Event description:
A health care professional reported that the patient experienced neurological issues and subsequently explanted the patient's pump. No product issues were reported.

Manufacturer narrative:
The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. Internal complaint number: (B)(4).

Event description:
A health care provider reported that the patient has experienced weight gain, swelling on the left side of his abdomen and leg, and difficulty having an erection. It was reported that the patient's pump was empty and not in use on (B)(6) 2017, and the physician does not believe the patient's symptoms are related to the pump therapy medication due to the pump being empty. The physician believes the patient's symptoms are related to the location of the catheter and/or anchor, which may have caused left-side spinal root impingement or possibly spinal cord compression if the catheter was incorrectly positioned during the implant surgery.

Manufacturer narrative:
Device evaluation: the pump evaluation included visual inspection, priming the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and operated per specification. Internal complaint number: complaint- (B)(4).